Manufacturer narrative:
The part was unavailable for evaluation as it was discarded by the hospital. It was reported that the tip of a creo mis 5.5mm cannulated tap was broken in situ and left in the patient. It was reported that the surgery was an mis tilf, however the exact levels of fusion were not reported nor was the specific level the instrument fracture occurred at. The tap was noticed broken after tapping through the pedicle. After noticing the fracture, both lateral and ap images were taken to try to confirm the location and size of the fractured piece however it was stated the piece was not visible through imaging. The surgeon elected to place the screw through this trajectory and completed the case without further issue. Because the surgical conditions cannot be replicated and the physical part was unavailable for examination, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the tip of a creo mis tap was broken during surgery and left in the patient post operatively.